Manufacturer narrative:
(B)(4). The hospital rt staff attempted to duplicate the fault with a test lung but the ventilator ventilated normally. Our field service engineer was on site and examined the ventilator and found it functioning normally. The ventilator's logs were downloaded, the control printed circuit board was replaced as a precaution and the ventilator was returned to service. The logs shows that the mode of ventilation at the time was pressure control with a respiratory rate set at 30 breaths/minute and an upper limit set at 80 breaths/minute. The automode function was on with a trigger timeout of 3 seconds. The automode allows the patient to automatically go to a support mode when the patient triggers a breath. If there is no breathing effort by the patient, the ventilator will deliver the guaranteed breaths. The logs contain high respiratory rate alarms. This implies that the respiratory rate was at times over 80 breaths/minute which means that the ventilator will not deliver breaths with the set pressure in the given time before the next breath is initiated and thus the reported small volumes. The ventilator passed the pre-use check before the ventilation period and there are no technical error codes. The conclusion is that the reported problem was caused by activation of the automode in the set mode of ventilation with a patient that could initiate own breaths. There was no ventilator malfunction. The ventilator functioned as per design. The non-delivery of the set breaths was caused by the switch to the support mode and the small volumes by the high respiratory rate.

Event description:
It was reported that the ventilator wasn't delivering the set guaranteed number of breaths (30 breaths) while it was connected to a patient. The pressure support breaths were noted to be suboptimal with the patient attempting to trigger the ventilator but the breaths were not delivered or delivered with only small volume given. The ventilator was replaced with another one. There was no patient injury. (B)(4).